Event description:
It was reported that the "traction insert got detached and remained inside the patient body." The patient had a ruptured dissecting aortic aneurysm (daa) and emergent surgery (aortic graft via left thoracotomy) was being performed. The reporter noted that there is a "high possibility that the traction insert got detached when removing the clamp." Immediately after the surgery, an "x-ray was performed and several doctors checked for any remained object inside the body, but nothing was noticed." Several hours later, it was noticed that the traction insert was missing when clearing the equipment. Approximately 6 days later, the traction insert was detected inside the patient and was surgically removed. No lasting injury was reported. The customer commented that "the insert seemed to be detached when clamping distal of aortic arch while performing left thoracotomy" and that "the visibility of operative field was very poor. Since both inserts were gray, it was difficult to recognize when the inserts got detached." Although the inserts contains barium, the customer stated that it was difficult to see on x-ray. The reporter was unable to determine if the inserts were attached correctly and firmly when the equipment was set-up. There was no abnormality noted on the inserts nor silicon leakage observed before use. It was a new traction insert and had not been used previously. The clamp was not new and had been previously used.

Manufacturer narrative:
One 86mm traction insert was returned for evaluation. The traction insert was found to have one damaged mounting post on the distal end. The post had been crushed and flattened. The insert was attached to the lab clamp and the traction insert was able to be attached, but would not fit tight or flat due to the damaged post. This condition may occur if the mounting post/tab has been damaged during mounting to the clamp. If the insert is not placed one side at a time, as stated in the IFU, it is possible to damage the mounting post/tab and the insert will not sit flat on the clamp. Visual examinations were performed with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Although the complaint was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information suggests that some procedural factors may have contributed to the event. No actions will be taken at this time.